Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code of the stapler used with the ecr60b (plee60a, pse60a, ec60a, etc.)? How was the bleeding from the staple line controlled? How much blood was lost (ml)? Did the patient require a transfusion?

Event description:
It was reported that during a prostatectomy by laparoscopy video/ laparoscopic bariatric surgery, blue load of the bariatric kit brkpw05 did not form the staples line as it should. Only a few staples were formed, leaving the staple line bleeding and it didn&#38176;closed properly. It was necessary to open an extra load to complete the procedure. The surgeon waited the fifteen seconds recommended by the company. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information requested and received: this complaint refers only to the ecr60b load which presented problem at the moment of firing and didn¿t form the staples as pretended. The stapler used was pse60a. There bleeding was controlled once the surgeon fired a new load and made an oversuture. It was not necessary to do a transfusion in the patient.¿